Manufacturer narrative:
No further information was obtained from this customer. However, a handpiece was returned for evaluation. The handpiece was manufactured on june 7, 2018. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample, found no obvious visual non-conformities. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the handpiece to meet specifications. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet specifications the handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the phacoemulsification handpiece clogged. The system's audio "ping noise" was heard during the sculpt phase. An alternate handpiece was used to complete the case. There was no patient harm.